Manufacturer narrative:
For the investigation, the provided log file was analysed. The log file showed that during the time of the reported incident the device issued several alarms for "airway pressure high" and "airway pressure continuous high" and as a consequence "ventilator failure" in different ventilation modes. The atlan is equipped with integrated pressure, volume and gas monitoring (optionally integrated). During therapy, alarms are signaled visually and acoustically according to the alarm limits set by the user. The airway pressure is shown on the atlan display (measured value and curve). If the pressure in the breathing circuit rises, the atlan alerts ¿airway pressure high¿ if the upper alarm limit for the airway pressure has been exceeded. The atlan alerts ¿airway pressure continuous high¿ if the measured pressure is >15 seconds above the set limit. If the airway pressure rises more than 10 mbar above the pmax value set by the user, first the peep valve, then the safety valve is opened to reduce the pressure. After 500 ms of continous pressure, the ventilator is stopped and a ventilator failure is alarmed. Manual ventilation is still possible, as it was in this particular case. Root cause for the ventilator failures was a faulty expiratory pressure sensor. On site the pressure sensors were replaced, the device was tested and returned to the customer. No further problems were described. The number of similar cases, related to the same issue, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that, on the (B)(6) 2025, around 16.40 pm, while the patient was on the ventilator, the device alarmed for a ventilator failure. No injury was reported.

Manufacturer narrative:
The investigation was just started. The result will be forwarded in a follow-up report.

Event description:
It was reported that on the (B)(6) 2025 around 16.40, while the patient was on the ventilator, the device alarmed for a ventilator failure. No injury was reported.